Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister with IV sets was opened and hooked up to gas, but no co2 came out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected h-3 from "device not returned" to "device discarded". (B)(4). Specifications for the reported failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister with IV sets was opened and hooked up to gas, but no co2 came out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.